Event description:
It was reported that the user experienced persistent hyperglycemia around 400 mg/dl for several hours, and the ilet pump did not deliver a correction dose due to proximity to a recent large meal bolus; the user took an external insulin injection, briefly disconnected from the pump, and glucose decreased to 364 mg/dl and later to 260 mg/dl, with trace ketones and no symptoms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component implication. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.